Event description:
The bench repair technician reported blower temp high. Patient involvement unknown.

Manufacturer narrative:
(B)(4). The blower motor assembly was received for failure investigation. Visual inspection of the blower motor assembly revealed no signs of damage or contamination to the impeller, surrounding area, end cap or the end cap o-ring. The blower motor assembly was installed to a failure investigation (fi) test ventilator. The test ventilator was booted up but did not go to normal ventilation mode. The test ventilator produced the alarm message: patient circuit occluded error and approximately 15 minutes, the test ventilator went inoperable with blower temperature too high alarm error. The reported condition was verified. The root cause was the blower assembly shaft locking up intermittently.